Event description:
Customer reported that suture frayed while repairing dehiscence of an abdominal closure. No adverse pt consequences reported. Surgeon obtained a replacement suture and completed procedure uneventfully.